Event description:
It was reported that pump touchscreen responded slowly and often required several taps to unlock screen and access bolus menu, even though screen was not damaged. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed warranty and replaced pump while customer continued to use current pump and planned to rely on alternate method if necessary.